Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. Customer states that they went swimming with the insulin pump and pump was exposed to fluid. Customer states that there was fluid in battery compartment. Customer states that o ring was in place and free of debris. The customer stated the device shows no signs of physical damage. Customer states that the home screen did not appear on the display. Troubleshooting not completed because pump was already off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis